Event description:
Reporter alleged blood glucose measured 355 mg/dl so patient was treated with 10 units of insulin as a result. It was stated a lab was drawn and performed at the same time which read 100 mg/dl. Reporter indicated patient became shaky about an hour later so patient was treated with orange juice as a result. No further actions or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.